Event description:
Customer reported "fired" wires on the inform meter. No adverse event reported. MFR's first level investigational unit confirmed the base and meter has melted plastic and visible blackening around contacts 3 and 4. Replacement system was sent.

Manufacturer narrative:
The event occurred in (B) (6).